Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D10: device availability added. G4: date received by manufacturer added . G7: type of report . H2: follow up types . H3: device evaluated by manufacturer updated to yes . H4: device manufacturer date added . H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records . H6: results code updated to 213: no device problem found . H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Event description:
It was reported that the patient developed hives from using the spinalpak assembly. The patient started to wear the unit and after two days she noticed her head became very itchy. The patient's neck started to get swollen and she was unable to breathe. The patient was wearing a neck brace and when she took it off she noticed that she had developed hives all over her head and body. The patient went to her medical doctor and was given a shot. The patient was sent home with prescribed medications. The patient has discontinued use of the spinalpak assembly. The patient stated that she experienced the same reaction with other stimulator devices before. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical product: nuvasive cohere porous peek interbody device x2; medical product: nuvasive archon titanium plate and screws; therapy date: (B)(6) 2020. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed hives from using the spinalpak assembly. The patient started to wear the unit and after two days she noticed her head became very itchy. The patient's neck started to get swollen and she was unable to breathe. The patient was wearing a neck brace and when she took it off she noticed that she had developed hives all over her head and body. The patient went to her medical doctor and was given a shot. The patient was sent home with prescribed medications. The patient has discontinued use of the spinalpak assembly. The patient stated that she experienced the same reaction with other stimulator devices before. No additional patient consequences have been reported.